Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and eight shocks due to atrial tachycardia. Technical services (ts) indicated that the ICD was functioning as programmed and recommended device reprogramming. This ICD remains in service. No additional adverse patient effects were reported.